Manufacturer narrative:
The device was not returned. Subsequently no investigation for the device was possible.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via email regarding a female (age unknown). On (B)(6) 2023, the consumer used a dr. Scholl's freeze away max plantar wart remover on a small wart on her inner left arm. Approximately an hour after application, she experienced intense pain, burning, and swelling at the site. She took ibuprofen and used cold compresses. The next day her symptoms were worse, and she went to an emergency room. She was diagnosed with a 2nd degree burn which was about the size of a dime. She was given a tetanus shot, pain medication, instructions on sterile dressing changes every 4 hours, and was prescribed oral and topical antibiotics.